Event description:
Approximately four days post implantation of a gore tag thoracic endoprosthesis, this pt was found to have a type I endoleak. Approximately 6 days later, the physician performed an open bypass of the brachycephalic trunk and the left carotid artery to the ascending aorta, and transversed the left subclavian artery with the intent of then deploying an add'l tag device to resolve the initial type 1 endoleak. The pt hemorrhaged that evening and expired. The second tag procedure was never performed. The physician does not attribute the pt's death to the gore tag thoracic endoprosthesis procedure.